Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the customer, after opening five mentor implants 480cc mentor memorygel boost breast implant (smo ro high pro boost gel480cc), found traces of foreign matter, such as film residues or oil, on each of them. The customer removed three implants from the packaging, but it was noted that all the implants had the same residues. The customer deemed them unsafe for use and decided to return four out of five implants. Additionally, it was mentioned, since there were no other options, one implant had to be used on the patient. It was further reported that the device should not have been implanted due to potential consequences, and that constitutes a user error. Should additional information become available, this case be re-assessed, notes will be updated, and supplemental reports will be submitted. This medwatch report is for the device serial number: (B)(6) (user error).

Manufacturer narrative:
On (B)(6) 2025, mentor became aware that serial number (B)(6) (user error) is still implanted and hence, coding have been updated accordingly on this form under section h. This supplemental medwatch report is for the device serial number: (B)(6) (user error) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2025, mentor became aware that the date of event was august 28, 2025 (field b3 has been updated accordingly). Also, per information received on september 11, 2025, health effect impact code under field h6 has been updated to "surgery prolonged." And reportability has been updated to "serious injury" as adverse event has been selected under field b1. On september 18, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the device serial number: (B)(6) (user error) manufacturer¿s reference number: (B)(4).